Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Doi: unknown - dor: none reported (right side). (B)(6). Update dec 05, 2017: pfs and medical records received. In addition to what were previously alleged, pfs alleges injury and limited mobility. After the review of medical records for MDR reportability, it was stated that the patient was revised to address femoral and acetabular component loosening. Revision notes reported grossly loose femoral component. Clinical notes reported of leg length discrepancy, osteonecrosis, antalgic gait, decreased range of motion, bursitis and tenderness. Laboratory result for metal ions is below 7ppb. Added stem, cup and cement product information. This complaint was updated on: december 22, 2017. Doi: (B)(6) 2007; dor: (B)(6) 2014; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.